Manufacturer narrative:
(B)(4). Batch # v94u0t. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler could not be triggered. No response from the battery. There was a noise like a "pop" in the handle when closing the instrument. There is a yellow, broken plastic piece inside the handle. This rattles and is visible. No parts have fallen into the body no harm to patient and procedure could finished another plee60a procedure lap. Sleeve.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2022. D4: batch # 259a77. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The damage to the actuator post has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.